Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with mild calcification and mild tortuosity in the left circumflex coronary artery. The 3.0 x 15 mm xience prime was deployed at 12 atmospheres. However, a distal edge dissection occurred which was treated with a 3.0 x 12 mm xience prime stent. There were no adverse patient effects. The procedure was completed successfully with good patient outcome. No additional information was provided.